Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy procedure, the seal was damaged and when a 5mm instrument is inserted into the 11mm port, the seal was not adjusting and co2 gas would leak and pneumoperitoneum was being lost. A 5mm trocar was used to replace the 11mm. The surgery was extended by 30 minutes, but there was no reported patient injury.